Event description:
It was reported that a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch generated a leak during a remicade infusion on a patient. The problem was: that drip liquid leakage occurred at the filter, via the 2 small rings sealed behind the filter. Frequency of the problem: 1st time. Impact: tubing change. A tegaderm was placed on the leak so as not to change everything in the equipment. There was no visible defect, but the seal was defective, the liquid was coming out through. There is no sample available to return for evaluation. There was a patient involved and no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.